Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient undergoing unknown spinal therapy. The pre-op diagnosis was mentioned as c5/c6 cervical disc lesion. It was reported that, the right distractor was set before the discectomy. When distraction was applied, one welded part of the shaft where the pin entered was broken. They changed to a left distractor and tried the same operation, but the weld part was also broken. The shaft and base were separated. The products were broken at the weld part when distraction was applied. Since both of the products were broken, they dealt with the operation without a distractor. The physician viewed that it was interfering with the retractor at the time of expanding, but due to the load applied forcefully and continuously, the load was applied in this way and the products were broken. There were no broken fragments of distractor remains in patient. The procedure was completed successfully. There was no delay in procedure reported as a result of this event. There was no additional treatment or surgery performed. No symptoms to patient reported. No further complications reported.

Manufacturer narrative:
H3: product analysis of part # 8756480 ; lot # pm19d001 analysis summary: visual and optical inspection confirmed one of the distractor tubes is broken at the level of the welding. No defects were found at the level of the breakage. This type of breakage is consistent with an overloading of the welding by applying excessive distraction loads at the tip of the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.